Event description:
Had moss gastrostomy tube placed for duodenal/jejunal tube feedings in 1999. 1999 2 months later - skin suture replaced. 1999 - persistent leakage & unable to flush distal port. 1999 - moss tube removed over guide wire & replaced by another gastro-jejunal feeding tube. Patient developed persistent abdominal pain & fever, & abdominal abscess. Portion of #3 in 1999 retained moss catheter tip (9 cm) removed under exploratory abdominal surgery. Tip found to be transversing small bowel with most of catheter in peritoneal cavity.